Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a buildup of blood and/or contrast on the guide wire and/or damage to the 3.5x12mm xience sierra contributed to the reported difficult to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3 - device status changed from returning to not returned.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified lesion. While advancing a 3.5x12mm xience sierra stent it became trapped on the hi-torque balance middleweight guide wire, making it impossible to move the stent forward or back over the guide wire. The entire system was removed altogether. A new guide wire and stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. While advancing a 3.5x12mm xience sierra stent it became trapped on the hi-torque balance middleweight guide wire, making it impossible to move the stent forward or back over the guide wire. The entire system was removed altogether. A new guide wire and stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed MDR reports, the guide wire was returned and device analysis noted the core was separated 2.1cm distal to the center solder. The shaping ribbon was separated 2.0mm distal to the center solder. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a buildup of blood and/or contrast on the guide wire and/or the noted damages to the 3.5x12mm xience sierra (stretched and bunched inner member) contributed to the reported difficult to advance and the reported difficult to remove. The noted device damages (stretched/misaligned coils, separated core, separated shaping ribbon) likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.method code/type of investigation code 4115 was removed.